Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional nc trek referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. There was no resistance during insertion of the 2.25 x 12 mm nc trek; however, the proximal shaft broke in two pieces. The device was not used in the patient. Another 2.25 x 12 mm nc trek was advanced without resistance to the lesion, but the balloon ruptured at 3 atmosphere (atm). Both devices were prepped per the instructions for use prior to the procedure. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.